Event description:
Pt underwent a "rygb". To close fascia and repair a large ventral hernia, a tissue implant was used. Within 12-16 hours after the operation the pt was in septic shock. Pt taken back to o.r. No problems identified but implant removed. Pt has made a steady recovery since. Suspect anaphylactic reaction to tissue implant.